Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. Inspection of the device revealed that the shaft was kinked 24cm distal of the strain relief. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the 'check saline supply' error was displayed on the console and the boot filled with fluid. The shaft at the kink was cut to examine the hypotube. Microscopically examination revealed that the hypotube was separated at the kinked location. The ends of the separation of the hypotube were ovaled which indicated that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'connect or check saline supply' error to display on the console and the device not to prime and fluid to build up in the boot and eventually leaking from the manufactured boot hole.

Event description:
Reportable based on device analysis completed on 07dec2020. It was reported that error message and pump assembly leak occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni catheter was used for a thrombectomy procedure. During procedure under thrombectomy mode for 104 seconds, it was noted that the device showed a check saline supply error. The console was reset several times but the error still existed and alerted to change the catheter. The drawer was checked and found liquid under the pump. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.